Manufacturer narrative:
February 02, 2010. This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Despite several requests, the programmer files were not provided for analysis. Therefore no final conclusion could be drawn. As there is no patient safety issue, this complaint is closed in state.

Event description:
The egm of recorded avbiii episode displayed on the programmer screen seems to be different from the printout.